Event description:
Complainant alleged that medics attempted twice to defibrillate a male pt who was experiencing a cardiac arrest. The paddles did not deliver the energy. The transport was continued and the medics continued to monitor the pt's rhythm. The pt did not survive the code.